Event description:
A malfunction alarm was reported with the pump, identified as malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the pump using a pre-paid label. Technical support arranged for a replacement pump to be shipped, and the customer was guided on how to put the pump into storage mode before returning it.